Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via a social media post that the patient was hospitalized and admitted to the intensive care unit while wearing the omnipod product for an unspecified duration. The report was provided by the patient¿s spouse, who indicated that hospital staff struggled to determine the amount and type of insulin to administer during treatment because the omnipod system is largely automated and its settings could not be used to determine the required therapy during medical evaluation. No contact information was provided, and no patient account profile could be identified using the name from the social media post. No further information was available, and good-faith efforts to obtain additional details could not be conducted due to the lack of contact information. Information regarding the duration of pod wear, reason for and length of hospitalization, symptoms, diagnosis, and treatment was not provided.